Event description:
It was reported that the patient had a systemic infection and the implantable cardioverter defibrillator (ICD) system was removed. The source of the infection is not known. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693565, implantable tachy lead, (B)(6) 2011. A 407652, implantable pacing lead, (B)(6)2011. (B)(4).